Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient experienced pocket site discomfort only when sitting back against something at the battery site.

Manufacturer narrative:
..

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision.